Event description:
Patient was revised to address poly wear of the liner.

Manufacturer narrative:
The device associated with this report was not returned. Examination of a provided patient x-ray does not appear to confirm wear of the poly material. The investigation is unable; however, to draw any conclusions regarding the amount of wear for having been implanted 12 years. It would not be unreasonable to expect poly material wear after approximately 12 years of implantation. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not verity or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.